Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During interrogation, ventricular tachycardia episodes were incorrectly detected due to noise on the right ventricular lead, resulting in inappropriate defibrillation therapy. Oversensing due to noise and a decrease in lead impedance was noted as well. The lead was capped and replaced to resolve the issue and the patient was in stable condition.